Manufacturer narrative:
Customer discarded product.

Event description:
It was reported that during a surgical procedure at the user facility, the device's tube came off from the reservoir. The device collected 400 ml of blood and leaked onto the floor. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.